Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed the operational verification procedure (ovp) test of the device. The fse did not duplicate the reported event therefore no root cause component failure will be performed. As a resolution, the field service engineer returned the device working to service specifications. The reported issue has been identified as use error due to physical damage caused by the customer's dialysis machine.

Event description:
The customer reported an inoperative condition on this avea, after an accidental external fluid spill from a dialysis device while in patient use. The customer reported manually ventilating the patient and placing the patient on an alternate ventilator and there was no harm or injury to the patient.